Manufacturer narrative:
Additional information was received, and it was reiterated the device was working correctly and the patient passed away after an attempted resuscitation. The cause of death was related to aspiration of gastric contents and not due to a device issue. Logs have been pulled to verify product function. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the emergency room patient had a bronchial aspiration that resulted in death several hours later. The patient developed a bronchospasm in the ER bay and was moved to an area with no central monitoring with an x3 connected. Resuscitation was performed and the patient was returned to the ER bay. It was confirmed the central station and monitor were functioning correctly. In addition, it was indicated there was no malfunction alleged, though this was awaiting a detailed analysis.

Manufacturer narrative:
Additional information was received, and it was reiterated the device was working correctly and the patient passed away after an attempted resuscitation. The cause of death was related to aspiration of gastric contents and not due to a device issue. Analysis was performed on-site and remote service personnel which included functional testing and log file review. The results of the analysis indicate the equipment is working correctly. The complaint was escalated for a technical complaint investigation. Product support engineers for the pic and the mx450 reviewed the clinical audit log and data provided. The clinical audit logs for mx450 ((B)(6)) do not indicate any product malfunction for 14-dec-2025 between 4 and 6 am. The clinical audit log for the pic shows that there are yellow alarms recorded on 14-dec-2025 between 4 and 6 am on the pic urg02. Overall, yellow alarms were generated associated with that bed. The device is working as expected. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the patient death was related to aspiration of gastric contents and not due to a device issue. There was no allegation of deficiency related to the philips product. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. As the death was unrelated to the use of the philips device and there was no allegation of deficiency related to the device, this would no longer be considered reportable.